Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the black o ring came out and she is still able to change her set and the insulin pump had cracks or missing pieces. Customer's blood glucose level was 186mg/dl at the time of the incident. Customer stated that the reservoir was lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.